Event description:
It was reported that there were cracks found in a minicap transfer set after use. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was requested but has not been received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.